Manufacturer narrative:
Additional information was received that the patient was having battery soreness at around ipg site. The physician believed it was not related to the device or the ipg positioning. No device malfunction was suspected. The physician believed that the is was possible that the patient's pain was related to the 2 non-device related surgeries that the patient had. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed with lidocaine patches.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed with lidocaine patches.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed with lidocaine patches.